Event description:
It was reported that the patient presented for follow-up. It was discovered that the patient's implantable cardioverter defibrillator (ICD) inappropriately delivered shock since noise was interpreted as a ventricular fibrillation event. It was established that the noise was due to external electromagnetic interference. No intervention took place at the time and the patient would continue to be monitored. The patient condition was stable.

Event description:
It was reported that the patient presented for follow-up. It was discovered that the patient's implantable cardioverter defibrillator (ICD) inappropriately delivered shock since noise was interpreted as a ventricular fibrillation event. It was established that the noise was due to external electromagnetic interference. No intervention took place at the time and the patient would continue to be monitored. The patient condition was stable.